Event description:
It was reported that there was both undersensing and oversensing confirmed several hours after the implant procedure. The lead was subsequently replaced with no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found; full lead was returned and analyzed.